Event description:
Reported stated "off/tubing-connector" noted on one sample occurring at an unk time. It was reported that there was no pt or staff injury. It was reported that no one was exposed to any medication.